Manufacturer narrative:
Boston scientific technical services (ts) confirmed how the device was programmed. Ts further discussed adjusting the atrial tachycardia response trigger rate down for optimization for the patient. The field representative noted the device was reprogramed and the system remains implanted.

Event description:
Boston scientific received information that this patient was in atrial flutter which was undersensed by the pacing as the patient was pacing at max tracking rate. The field representative noted that the p waves were alternating in amplitudes. The max tracking rate was prolonged due to inappropriate device function resulting in worsening heart failure for the patient. Technical analysis was requested.